Manufacturer narrative:
Exemption number e2016018 b. Braun medical inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer stated via email that the pump overinfused. No patient injury reported. Limited information provided.

Manufacturer narrative:
(B)(4). During evaluation it was identified that this report is a duplicate of report number 9610825-2017-00019 for b. Braun medical (B)(4). The evaluation results for the unit involved will be submitted via follow up report number 9610825-2017-00019. B. Braun medical (B)(4) has been voided.